Event description:
It was reported that the patient experienced generalized abdominal pain, cramping and bloating, nausea, vomiting, diarrhea, diminished appetite and fever. IV fluids were reportedly administered. The event was ongoing. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-28, lot# v644605, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Additional information received reported the patient outcome, as of (B)(6) 2014, as resolved without sequelae. If additional information is received, a follow up report will be sent.

Event description:
Additional information reported the diarrhea was antibiotic related.